Manufacturer narrative:
Unit passed unexpected restart error test and displacement test. No unexpected restart error alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart after battery change. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.